Event description:
In 2009, the patient reported that "about 3 years ago" he experienced elevated blood glucose readings due to infusion tubing that became loosened or would "puncture or tear at the connection." He was unable to recall the type of infusion set he used at the time of the incident. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.